Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the error; however, the error was found in the device history logs. As preventative measure, the fse replaced the central processing (cpu) board, power management board and motor controller board. The device passed performance verification testing and is ready for use. The power management board, motor controller board and central processing unit (cpu) board was returned to the manufacturer for failure analysis. The boards revealed no signs of damage or contamination. During testing of the board, it was determined that the piezo buzzer ls1 component on the cpu board failed intermittently due to insulation resistance being out of specification. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit logged an error 1104 (back up alarm failed). The device was in use at the time of the event; however, there was no patient harm.